Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: a review of the pump black box data indicated no evidence of short battery life. During a visual inspection of the pump, the battery compartment was found to be intact. The pump powered on with the returned battery cap. The battery cap secured properly to the pump. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. There was no defect found.